Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches submitted for this device. See also medwatch 2210968-2011-01953. The same device is represented in each medwatch as it was involved in two events.

Event description:
It was reported that a patient underwent a uterine thermal ablation procedure on (B)(6) 2011. During the procedure, the surgeon could not maintain the pressure. The balloon broke.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The catheter failed the leak test because it had a balloon burst, no other leaks were found.